Event description:
It was reported the electrode came off the tip of the lead during surgery. In turn, the lead was not implanted.

Event description:
It was reported the electrode came off the tip of the lead during surgery. In turn, the lead was not implanted.

Manufacturer narrative:
Lead damage was reported to abbott. A lead tip electrode fell off when the lead was being removed from the needle. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.